Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pipeline of the large volume infusor had fallen off. The issue occurred in the pharmacy before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h10. H4: the lot was manufactured august 31, 2022 to september 1, 2022. H10: the device was received for evaluation. A visual inspection with the naked eye was performed which noted that the tube set has completely separated from the solvent-bonded area of the stressmember. Evidence of solvent was observed on the tubing. The tubing od (outer diameter) and the stressmember ID (inner diameter) were found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough) and therefore resulted in the tubing separation. The reported condition was verified. The cause of the condition was an assembly related issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.